Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that while re-positioning an embolization coil in a splenic aneurysm, the coil detached partially in the microcatheter and partially in the aneurysm. The coil was pushed into the intended area with a pusher wire. There was no reported intervention or patient injury. The patient was reported to be fine.

Manufacturer narrative:
The pusher was returned without the implant for analysis. There is minimal evidence of damage to the delivery pusher; however, there was a prolapsed section just distal to the monofilament knot-tie. The knot-tie was noted to be intact. The distal end of the monofilament was located approximately 1cm from distal tip of pusher. Tensile failure was noted, as evidenced with an uneven surface and necking. Based on the investigation, the monofilament portion of the pusher showed evidence of a tensile failure. The root cause is unknown; however, the damage to the device exhibited evidence that it was subjected to excessive tensile force that exceeded the maximum strength specification of the monofilament.